Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device returned on (B)(6) 2015.

Event description:
It was reported that the device switched to backup vvi due to excessive high voltage charging and defibrillation therapy delivered. Consequently, the capacitor charge timed out. The device was explanted and replaced. The patient's condition is unknown.

Manufacturer narrative:
Analysis was normal. No anomaly was found.